Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: appendectomy event description: complaint created based off of medwatch uf/importer report # (B)(4). [Hospital] "upon using epix laparoscopic grasper (ref# c4130, lot #1 512170), a thread on the pad, at the tip of the grasper became caught upon the intestines when using the grasper, during removal of the appendix. Irritation and redness seen where the thread was, upon usage of the grasper. Surgeon assessed the area of the intestines and determined that there was no active bleeding and processed with appendectomy." Additional information received from [customer] via email on 30jul2024: [hospital] does purchase devices directly from amr. The department no longer has the device, device was discharged. The product is not available for return. Additional information received from [customer] via email on 30jul2024: the graspers that the hospital purchases do not come as part of a kit. The hospital purchases applied medical graspers by the box, qty (B)(4). Additional information received from [customer] via email on 1aug2024: the complaint occurred at [hospital] which is under [hospital]'s license. [Hospital] is [hospital]'s campus in [location]. Intervention: surgeon assessed the area of the intestines and determined that there was no active bleeding and processed with appendectomy. Patient status: no patient injury.

Event description:
Procedure performed: appendectomy. Event description: complaint created based off of medwatch uf/importer report#: (B)(4). [Hospital]: "upon using epix laparoscopic grasper (ref#: c4130, lot#: 1512170), a thread on the pad, at the tip of the grasper became caught upon the intestines when using the grasper, during removal of the appendix. Irritation and redness seen where the thread was, upon usage of the grasper. Surgeon assessed the area of the intestines and determined that there was no active bleeding and processed with appendectomy." Additional information received from [customer] via email on 30jul2024: [hospital] does purchase devices directly from amr. The department no longer has the device, device was discharged. The product is not available for return. Additional information received from [customer] via email on 30jul2024: the graspers that the hospital purchases do not come as part of a kit. The hospital purchases applied medical graspers by the box, qty (B)(4). Additional information received from [customer] via email on 1aug2024: the complaint occurred at [hospital] which is under [hospital]'s license. [Hospital] is [hospital]'s campus in [location]. Intervention: surgeon assessed the area of the intestines and determined that there was no active bleeding and processed with appendectomy. Patient status: no patient injury.

Manufacturer narrative:
This report is being updated and submitted per the FDA request. Correction: section b1 is being updated to "adverse event." H1 is being updated to ¿serious injury."

Event description:
Procedure performed: appendectomy. Event description: complaint created based off of medwatch uf/importer report (B)(4) [hospital]. "Upon using epix laparoscopic grasper (ref#c4130, lot #1512170), a thread on the pad, at the tip of the grasper became caught upon the intestines when using the grasper, during removal of the appendix. Irritation and redness seen where the thread was, upon usage of the grasper. Surgeon assessed the area of the intestines and determined that there was no active bleeding and processed with appendectomy." Additional information received from [customer] via email on 30jul2024: [hospital] does purchase devices directly from amr. The department no longer has the device, device was discharged. The product is not available for return. Additional information received from [customer] via email on 30jul2024: the graspers that the hospital purchases do not come as part of a kit. The hospital purchases applied medical graspers by the box, qty 10. Additional information received from [customer] via email on 1aug2024: the complaint occurred at [hospital] which is under [hospital]'s license. [Hospital] is [hospital]'s campus in [location]. Intervention: surgeon assessed the area of the intestines and determined that there was no active bleeding and processed with appendectomy. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.